Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that a physician notified them that an alert was received via home monitoring for low intrinsic amplitude on this rv lead. An rv lead revision was done and this lead was replaced due to undersensing.